Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. The insulin reagent lot number was 762546 with an expiration date of 31-may-2025. The field service engineer (fse) replaced the measuring cell. Afterward, the customer had no further issues. The service actions resolved the issue.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys insulin (insulin) on a cobas e 402 analytical unit. The initial result was 0.0752 uu/ml. The repeat result was 57.1 uu/ml. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6).